Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a faulty display. There was no patient involvement at the time of the reported event. The customer installed a new graphical user interface (gui) central processing unit (cpu). The service engineer upgraded the software. The service engineer performed testing and calibrations and the ventilator operated within the manufacturing specifications.